Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 108mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected numbers scrolling during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).